Manufacturer narrative:
(B)(4). Information is unavailable; device not returned. No device received for analysis at time of submission of 3500a. When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent. The lot history records were reviewed and the manufacturing criteria were met prior to the release of this lot. Additional information received: did the top jaw break off of the device? Yes. Did the top jaw fall into the patient? Yes .was the top jaw retrieved from the patient? Yes. Did this cause a change in the plan of care for the patient? No. Is the broken top jaw being returned with the device or was it discarded? It will be returned with the device.

Event description:
It was reported that during a laparoscopic assisted vaginal hysterectomy (lavh) procedure, the tip of the device broke off. Another like device was used to complete the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Batch #iyzd20244. The device was received with the upper jaw detached returned and with the I-blade upper tip fractured and slightly lifted. The device was connected to the generator and it was recognized. Because the jaw was detached not all functional testing could be performed with the generator. A probable cause of the damage to the jaw could be not allowing thick and fibrous tissues to denature prior to I-blade advancement. The batch history records were reviewed with no anomalies noted during the manufacturing process.